Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/worsening pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle"), infection ("frequent infections"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("hypersensitivity symptoms"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, infection and pelvic discomfort had resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events worsening abnormal bleeding, auto-immune or hypersensitivity symptoms were added and worsening pain was clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/worsening pain') in an adult female patient who had essure (batch no. C08617) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, dysmenorrhea, dyspareunia, fibromyalgia, nausea, adenomyosis, nabothian cyst, cyst and bowel adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menometrorrhagia ("heavy and irregular menstrual cycle"), infection ("frequent infections"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("hypersensitivity symptoms"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus/robotic hyst, bso). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, infection and pelvic discomfort had resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporter information , demographics , lot number, other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/ worsening pain') in an adult female patient who had essure (batch no. C08617- not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, dysmenorrhea, dyspareunia, fibromyalgia, nausea, adenomyosis, nabothian cyst, cyst and bowel adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), hypersensitivity ("hypersensitivity symptoms"), menometrorrhagia ("heavy and irregular menstrual cycle"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), infection ("frequent infections") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (essure coils and uterus removed/ robotic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, pelvic discomfort, genital haemorrhage and infection had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plantiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis (microscopic): uterus, cervix, bilateral fallopian tubes and ovaries. Hysterectomy with bilateral salpingo-oophorectomy: bilateral fallopian tubes: no significant histopathologic change. Bilateral ovaries: benign serous inclusion cysts. Uterine corpus: adenomyosis. Endometrium: inactive appearing endometrium with no significant histopathological change. Uterine cervix: nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported (c08617) is inv most recent follow-up information incorporated above includes: on 4-jan-2022: update of information (batch is inv), imdrf codes updated we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/ worsening pain') in an adult female patient who had essure (batch no. C08617- not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, dysmenorrhea, dyspareunia, fibromyalgia, nausea, adenomyosis, nabothian cyst, cyst and bowel adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), hypersensitivity ("hypersensitivity symptoms"), menometrorrhagia ("heavy and irregular menstrual cycle"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), infection ("frequent infections") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (essure coils and uterus removed/ robotic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, pelvic discomfort, genital haemorrhage and infection had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plantiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis (microscopic): uterus, cervix, bilateral fallopian tubes and ovaries. Hysterectomy with bilateral salpingo-oophorectomy: bilateral fallopian tubes: no significant histopathologic change. Bilateral ovaries: benign serous inclusion cysts. Uterine corpus: adenomyosis. Endometrium: inactive appearing endometrium with no significant histopathological change. Uterine cervix: nabothian cysts. C08617- not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jan-2022: quality safety evaluation of product technical complaint. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.